Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity, and premature battery depletion (pbd) was suspected. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.